Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, after the device had been placed, a rupture occurred at the tip of the penis, specifically at the foreskin; therefore, a surgical intervention was performed to repair the foreskin before completing the procedure. As a result, the patient experienced an extended healing period during which he reported soreness at the site of the repair. Several days later, the patient mentioned noticing a knobbly ridge on the right side of the device when inflated, describing it as similar to a seam. The ridge was not uncomfortable but was noticeable upon palpation. No additional information was reported.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant procedure, a rupture occurred at the corpora cavernosa after device placement. The rupture was located at the site of a penile plaque that had previously undergone four cycles of xiaflex injection and penile modeling. As a result, a surgical intervention was required to repair the rupture before completing the procedure, in which an additional incision was made over the rupture site to allow for grafting and tissue repair. Following the surgery, the patient experienced an extended healing period, during which he reported soreness at the repair site, along with concerns about foreskin swelling, tightness, and numbness. He also described a thickened area behind the glans, scrotal pain, pain at the scrotal incision site, and increased sensitivity in that area. Several days later, the patient noted a knobbly ridge on the right side of the device when inflated, describing it as similar to a seam. The ridge was not uncomfortable but was noticeable upon palpation. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. B7: other relevant history. H6: patient codes and evaluation conclusion codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.